Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff noted that the tubing from the flush to the balloon, the connection broke. The staff also noted that a small piece of plastic broke and clotted the intra-aortic balloon pump (iabp). As a result, the iab was removed and another iab was not inserted. There was no report of patient complications, serious injury or death.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff noted that the tubing from the flush to the balloon, the connection broke. The staff also noted that a small piece of plastic broke and clotted the intra-aortic balloon pump (iabp). As a result, the iab was removed and another iab was not inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of ap tubing leak is confirmed. Upon return, the ap tubing was damaged and broken. The damage consisted of the male luer end being cracked/broken and separated from the short ap extension tubing. No other damage was noted. The broken ap tubing can result in a leak at the iab luer end and difficulty maintaining patency of the central lumen. The root cause of the complaint is undetermined. A potential cause is user related, where the ap connection is overtightened. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.